Event description:
Related manufacturer reference number: 2017865-2023-21974. Related manufacturer reference number: 2017865-2023-21975. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker, atrial lead, and right ventricular lead were exhibiting noise and causing pacing inhibition. Noise was unable to be replicated with isometrics. No programming changes were performed. The patient was in stable condition.